Event description:
The pt had a hammertoe plasty of second toe performed two weeks ago. The toe became markedly inflamed and irritated. Pt was admitted for antibiotic therapy, debridement of second toe, and removal of implant due to probable allergic reaction to the synthetic implant. A stainless steel pin was used to transfix both arthroplasty sites.